Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR review: the assembly lot: 7053949 used in the claimed final product lot: 7117909 of scalp 21g was analyzed for the "damaged component" and no records were found that could lead to the incident in question. Qn/ ncmr review: no records of qn/ ncmr were evidenced for the defect related to this complaint for the assembly lot: 7053949 for the claimed final product lot 7117909. Investigation conclusion: not confirmed: bd was unable to confirm/ reproduce the incident in question. Investigation comment: as no samples or photos containing the claimed sample were received, and as no records of the incident were found, the complaint was not confirmed. Root cause description: based on the investigation, it was not possible to attribute a root cause to the incident in question. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Event description:
It was reported that leakage was found at the connector of a scalp bd¿ asepto 21g catheter during use. There was no report of injury or medical intervention.